Event description:
On (B)(6) 2010 product no longer in use. Atrial lead, no capture or sensing, lead impedance less than 200 ohms. (B)(6). (B)(6) md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).